Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to moisture damage at the electronic assembly. They were unable to test with the minilink transmitter due to the blank display. The pump had a cracked display window corner. (B)(4).

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 115mg/dl. The customer initially complained about differences between the sensor glucose and blood glucose readings. The customer stated that the pump had a blank display. They checked the pump history and noted the following alarms: battery out limit, low reservoir and low battery alarms. The customer also stated having issues with the carbohydrate information not transmitted to the bolus wizard. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The device was returned for analysis.